Event description:
A patient's pump had underwent a motor stall. The confirmed motor stall was noted in the pump's event logs, however, there was no motor stall recovery. The patient noted that alarms were heard around 1:00 pm, however, the stall occurred at 4:35 pm. The event logs did not show alarms around the time of 1:00 pm. The patient was being monitored by their hcp. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).